Event description:
It was reported that this lead was explanted due to lead insulation breakage and suspected externalization.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 7 cm distal to the df4 connector pin. The proximal ad the distal lead fragment were returned and subjected to an extensive analysis. In the course of the analysis, the insulation was found rubbed through 39 cm proximal to the lead tip. This damage can be considered the root cause for the low shock impedance. In this region the conductor cable to the shock coil was exposed consistent with the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.